Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the degeneration and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical "transvenous implantation of a stent valve in patients with degenerated mitral prostheses and native mitral stenosis" authors henrik casimir ahn et al, the following events were identified as pertaining to edwards devices: [patient #2 ] a 59-y-o patient with a 27mm edwards valve implanted in the mitral position underwent a valve in valve replacement after an implant duration of approximately 3 years and 10 months due to degeneration leading to grade 3 mitral regurgitation. A 29mm transcatheter valve was implanted. The patient did not have complication before discharge on pod # 9, however he died on pod 260 due to peritonitis and sepsis.